Event description:
Device was implanted in 2002. Approx 16 months post-op during removal of nail, bone-in-growth was found at oblique hole and wire hole which caused difficulty connecting extractor to nail. Surgeon removed bone in oblique hole but could not remove bone in wire hole and extracted nail. Two days after removal surgery, x-ray revealed fracture at one-third from tibia joint.